Manufacturer narrative:
Concomitant products: 5076-45 lead implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited chronic high pacing thresholds. The lead was reprogrammed for a better capture threshold and remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.